Manufacturer narrative:
The customer¿s report that the IV set disconnected was confirmed. Visual inspection of the associate set noted separation at the engagement between the tubing and the inlet to the upper fitmentt. Closer inspection of the separated tubing (out of package) under magnification revealed that the tubing had no solvent. No damages or abnormalities were observed. Functional testing was not necessary as a leak would occur from the separation site. Dimensional analysis was performed and the tubing was measured to be within specifications. The root cause of the separation was a manufacturing issue of an insufficient solvent application at the engagement of the tubing due to equipment and/or operator error. The suspect set was not returned for investigation.

Event description:
It was reported that the IV set disconnected while in use on a patient at the location below the "cassette." The set was being used with an alaris pump and was infusing normal saline for 24 hours at the time of the separation. There was no patient harm per customer. Though requested, no further details were provided by the customer for this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that IV set disconnected while in use on a patient at the location below the "cassette". The set was being used with an alaris pump and was infusing normal saline for 24 hours at the time of the separation. There was no patient harm per customer. Although requested, no further details were provided by the customer for this event.